Event description:
The eurosets infant oxygenator leaked fluid from the oxygenator module. This was observed while priming prior to initiating support and promptly changed before the patient was placed on ECMO.